Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. The cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had image with color bars and was unable to use. The issue was found during cleaning and disinfection. The intended procedure was completed with a substitute device. There were no reports of patient involvement.

Manufacturer narrative:
Initial reporter facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had image with color bars and was unable to use. The issue was found during cleaning and disinfection. The intended procedure was completed with a substitute device. There were no reports of patient involvement.